Event description:
A report was received that the patient had an infection at the ipg site. The patient was given intravenous antibiotics. The symptoms were high fever and pain at the ipg site.

Event description:
A report was received that the patient had an infection at the ipg site. The patient was given intravenous antibiotics. The symptoms were high fever and pain at the ipg site.

Manufacturer narrative:
Additional information was received that a good faith effort was performed to contact the physician to follow up with the patient's status with no success. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg device was found to be satisfactory.